Event description:
Patient tested blood glucose on suspect device as 500 mg/dl. Patient doubled the amount of insulin he usually takes (40u to 80u) and passed out. Patient's blood glucose at the emergency room was 38 mg/dl. Patient was given glucose intravenously twice to stablize his glucose. Patient remains in the hosp but is doing fine. Patient has thrown away suspect strips and re-coded suspect meter since the incident.